Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular thoracic aortic aneurysm. There was severe angulation around the aneurysm. A (B)(4) stent graft were implanted without issues with an overlapping area of 3 stents and then ballooned; no endoleaks were noted during the procedure. It was reported at a follow-up, a junctional/separation type iii endoleak was confirmed. However, it was decided to keep monitoring the patient without any additional treatment. At another follow-up, a type iii endoleak was observed again, and it was decided to still keep monitoring without any additional treatment, because the diameter of aneurysm reduced. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (severely angulated taa near overlapping area). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated taa near overlapping area).